Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation of the device found no anomaly. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a290, serial# va17epm043, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. The rep reported that the patient was unable to feel the stimulation and unexpected high impedances were found on the lead during the procedure. Troubleshooting included changing the physician programmer, multi-lead trialing cable, and external neurostimulator to determine if those were the cause of the high impedances. The lead was replaced with a new lead. The lead was never implanted and was returned for analysis. The issue was resolved at the time of the report and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.